Event description:
The report stated that the patient had a hysterectomy. The patient was doing well, but she left the hospital two days later against the surgeon's advice. She was re-admitted to the emergency room that day in the evening. She was feeling unwell and suffering from abdominal pains. The scan showed bleeding in the peritoneum. The patient was transferred to the ICU, as she was suffering from a hemorrhagic shock. She received a transfusion of 4 globular concentrates and 3 plasmas. A re-operation was done to determine where the patient was bleeding from and to seal the bleeding vessel. The bleeding site was found at the uterine horn. The re-operation was not done by the same surgeon as the initial operation. The patient is now doing well. The patient's weight was not reported, but she was described as not obese.

Manufacturer narrative:
To date the incident devices have not been returned for evaluation. If the devices are returned or if add'l info pertinent to the investigation is obtained a supplemental report will be filed. (See attached memorandum for add'l info).